Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. No deviations or anomalies were found if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Initial reporter is an attorney.

Event description:
Pinnacle litigation record received. Litigation alleges injuries, pain, and suffering, swelling, tissue damage, synovial fluid build up, metallosis, lack of mobility, all which resulted in emotional distress and a loss of enjoyment of life. Doi: (B)(6) 2010 - dor: none reported (left hip).